Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who said the cause of the implantable neurostimulator (ins) to migrate in the pocket was because they were kicked to the ground which led to the migration; they re-reported that the ins turning off by itself. The patient will see a urologist on (B)(6) 2018 to get the ins checked. The ins moving in the pocket and trouble with therapy has not been resolved; they will see a urologist on (B)(6) 2018 and decide what to do. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their daughter shoved them to the ground and they think this damaged their system. They said their ins automatically turns itself off and it isn't controlling their bladder like it was. The patient has been working with their healthcare provider (hcp) and the manufacture representative (rep) on the issue (programs were adjusted). As a result of what was reported, the patient was redirected to their hcp again for additional troubleshooting. Additional information was received by the rep. The rep remembers the hcp taking x-rays and running diagnostics; everything was working fine. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient that patient was shoved to the ground on (B)(6) 2017. The patient stated that her neurostimulator (ins) shifted in the pocket in 2017 and she has had trouble with therapy since. It was mentioned that her doctor wanted to revise her ins because it had moved in the pocket. There were no further symptoms or complications reported or anticipated.